Event description:
New information noted that post lead revision procedure, the atrial lead exhibited loss of capture on (B)(6) 2018. Programming changes were made.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. Device interrogation indicated possible atrial lead dislodgement. Chest x-ray confirmed the atrial lead dislodgement. Patient has been scheduled for an appointment with the follow up physician. No further information was provided.

Event description:
New information noted that during an office visit on (B)(6) 2018, the patient complained of chest pain and discomfort, racing/skipping heart beats, swelling of hands and feet, cough, cold and heat intolerance, indigestion bruising easily, ringing of the ear difficult swallowing. The right atrial lead exhibited decreased atrial sensing and high capture threshold. The lead was confirmed to be dislodged under fluoroscopy. The lead was repositioned on (B)(6) 2018. The pacemaker pocket was also revised to a more medial position. During the pocket revision, a yellowish serosanguineous fluid was noted in the pocket and a wound culture was sent out to the laboratory for analysis. The pocket was irrigated with antibiotic solution and the pacemaker was reused. Patient was stable.